Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable neurostimulator (ins) replacement there was corrosion in the battery header.